Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification of an organism was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " instrument processes samples but when the results are passed to modulab it clears the antibiograms."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Manufacturer narrative:
H.6. Investigation: a qc (quality control) failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6). The customer reported that they were not receiving the full results when running their qc testing. A bd field service engineer (fse) was dispatched to investigate, and it was determined that the customer was using indicator outside of its expiration, and that the indicator was not being stored properly. No failure of the instrument was determined, and this is therefore an unconfirmed failure of the instrument. The root cause was customer workflow. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to missing results or qc failures. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. See h.10.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system a misidentification of an organism was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " instrument processes samples but when the results are passed to modulab it clears the antibiograms."